Event description:
The recipient is reportedly experiencing device extrusion, chronic peri-implant infection and drainage. The recipient was reportedly treated with oral and topical antibiotics (type unknown). Explant surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.